Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the liquid nutrient was fed into an avea nasogastric pressure monitoring tube set, liquid leak at the bottom end of the clear sleeve which holds three tubes together was observed (three tubes are for gas, liquid and pressure monitoring).